Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system message displayed, repeated occlusions and unable to aspirate. Additional information has been requested.

Manufacturer narrative:
The system and handpiece were examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).